Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. The customer did not experience any symptoms of high blood glucose value. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.